Event description:
Report status: serious injury/permanentdamage. Reporting rationale: occlusion; attempted medical intervention. Device issue: none. It was reported that, after the vision stent was deployed in the proximal lcx, a plaque shift was noted, which caused an occlusion in a marginal branch. An attempt was made to treat the occlusion, but was unsuccessful. No add'l event or pt info is available.

Manufacturer narrative:
Results and conclusion summation - product performance engineering reviewed the incident information; however, it was not possible to perform a thorough analysis on the device because it was not returned for evaluation. Occlusion, as listed in the instructions for use, is a known adverse event associated with coronary stenting. There does not appear to be any indications of a stent delivery system quality problem.